Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the black box showed the total daily doses added up correctly and reflected the programmed basal and bolus rates. The bolus totals in total daily dose matched the bolus total in the bolus history. The returned battery cap was undamaged and was able to fit. The rewind, load, and prime steps were performed successfully. The pump reflected 24 units after 24 hours of testing. 10 unit normal and audio test boluses were delivered and recorded successfully. The complaint of the bolus totals not matching was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus totals for three days did not match. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.